Event description:
Revision was due to suspected stem loosening due to subsidence.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner by depuy international confirms substantial retrieval damage and wear scars. However the liner is not the subject of the complaint. The reported reason for revision could not be confirmed due to the stem not being returned as well as the lack of patient x-rays for review. Review of device history records and raw material certifications finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.